Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 4.00mm x 30mm emerge balloon was selected for use. However, deformity in the packaging was noticed and the balloon was fractured. The procedure was completed via alternative method. No patient complications were reported.

Event description:
It was reported that shaft break occurred. During the procedure, a 4.00mm x 30mm emerge balloon was selected for use. However, deformity in the packaging was noticed and the balloon was fractured. The procedure was completed via alternative method. No patient complications were reported.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided. Returned product consisted of an emerge mr balloon catheter and its product packaging. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the device presented no damage or irregularities. The product packaging consisted of the outer box, and the inner tyvek packaging which was cut down to just the label. There was no damage found to either the outer box packaging or the returned portion of the tyvek inner packaging. Product analysis could not confirm the reported events as there was no damage to the device or any evidence of product packaging damage.